Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (0.5 mg/ml at 0.03 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient was not getting the pain relief that they anticipated and when they went to fill the pump on friday they got back 19 cc when they were expecting "like 2." The healthcare provider (hcp) tried to do a dye study but was unable to aspirate. Hcp then went to explore the pump pocket site and discovered "2 little bends in the catheter" and the end was kinked, so they replaced the pump segment of the catheter. The cause of the event was not determined.